Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a broken obturator tip. Visible stress marks were observed on the obturator tip and distal end of the shaft where the tip had broken off. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a combination of excessive heat generated from the scope and the downward force exerted on the scope. Certain models of scopes generate heat during use, and if a scope is left on for too long, it can give off enough heat to soften the plastic. If any downward force is applied to the scope while the plastic material is soft, the scope can push through the material and result in a broken obturator tip. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received via email from sales representative on 26jul2017: there was a scope used with the trocar, a 10mm scope from karl storz. There were no other instruments used with this unit, because they used the trocar as a first entry port. The surgeon used another ctf73 to finish the procedure. Everything is fine with the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastric bypass. Event description: when [doctor] tries to insert the trokar the trokar is broken. Additional info received via email from sales representative on 05jul2017: the tip of the obturator is broken. All the pieces have been retrieved. The patient was male. Patient status: na.